Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The wiring to the mainframe exposure switch was also inspected and found to be within specification. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down following the receipt of a system error. There is no report of a pt injury or death associated with this event.